Manufacturer narrative:
Block b3: approximated based on the service date from the fax became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge despite frequent charging. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was kept by the medical facility.